Event description:
It was reported that patient was revised on a right hip. Explanted constrained liner and implanted mdm liner. Patient fell at her home and could be dislocated.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The provided medical information was reviewed by a consulting clinician who concluded that insufficient documentation was provided to complete a medical assessment. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. The event could not be confirmed. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a right hip. Explanted constrained liner and implanted mdm liner. Patient fell at her home and could be dislocated.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.